Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level of 585 mg/dl. The customer reported that she was having difficulty breathing and her legs were twitching, so paramedics were called. The customer reported that she was transported to the hospital where she stayed for a few hours. It was also reported that the customer experiences blood glucose levels ranging from 20 mg/dl to 600 mg/dl. The insulin pump was not replaced or returned for analysis.